Event description:
It was reported that a downstream occlusion occurred. The device asked to do a firmware update, but drug library did not download. The event occurred during set-up. There were no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation for the complaint that a downstream occlusion occurred. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal torn, uso seal dented, lcd lens contaminated. The complaint could not be confirmed through downstream occlusion test.